Manufacturer narrative:
The lens remains implanted. Device evaluation: the device was not returned to the manufacturer for evaluation as the lens remains implanted. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing record review and related document, including the sterilization lot, revealed that the product was manufactured and released according to specification. A search on complaints revealed no non conformance reports that were related to this reported event. The complaint folders were reviewed and no product deficiency was identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient reported after getting three different opinions, that her physicians are still unable to determine the issue with her implant. She visited a retina specialist and an ophthalmologist and both said there were no issues with her eye. There were no issues with the back or front of her eye. Patient claims that she cannot see clearly. She stated that she cannot drive. She can read but annoyed with the visual disturbance. She said her physician plans to operate on her other eye, but she's afraid to do it as she's not happy with her present implant in her left eye. She's frustrated because her doctors do not know what is causing her visual issues.